Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received titled, "surgical technique lateral retinaculum release in knee arthroplasty". Literature article "surgical technique lateral retinaculum release in knee arthroplasty" by r. N. Mania et al. Published by clinical orthopaedics and related research was reviewed. The article purpose: to better understand the surgical technique of lateral release of the retinaculum. The article reports: the authors retrospectively reviewed the records of 1884 patients undergoing tkas between february 2002 and december 2008. Of these, only 177 were available for final review. Kss and range of flexion had significantly improved in all patients. Patellofemoral crepitus was seen in 36 patients, of which only two complained of pain on inquiry. One patient of the remaining 34 pain-free patients had an arthroscopic debridement earlier for painful patellar clunk syndrome. Three patients reported anterior knee pain. Patella resurfacing wasn't mentioned within the article. Cement was used although cement manufacturer was not mentioned. Depuy products involved: pfc sigma. Complications: crepitus (36), patella clunk (1), pain (5), surgical intervention (1).